Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that they experienced a rash that was red and itchy and when the skin dried it a scab after sensor removal (B)(6) 2015. The sensor was inserted at the arm (B)(6) 2015. The patient spoke to a diabetes nurse educator about this. It was recommended to him to apply a small amount of hydrocortisone to the site after removal of the sensor. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). There was no malfunction alleged against the device. The device was not returned for evaluation. The complaint cannot be confirmed. It should be noted that the dexcom g4 platinum continuous glucose monitoring system pediatric user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). Additionally, it states that sensor placement and insertion is not approved for sites other than the abdomen. A root cause cannot be determined for the reported event.